Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had helium loss alarms. The alarm occurred during use on a patient. The rn reported they had just changed the helium tank and the bar graph had already dropped about . Nurse confirmed there was no evidence of blood in the drive line tubing. As a result, the console was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp leak in helium supply is not confirmed. The pump was serviced by a teleflex field service engineer and no leaks were noted. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint on the same device and patient see MDR #3010532612-2019-00473 and tc #1900074288.

Manufacturer narrative:
(B)(4). For related complaint on the same device and patient see (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had helium loss alarms. The alarm occurred during use on a patient. The rn reported they had just changed the helium tank and the bar graph had already dropped about . Nurse confirmed there was no evidence of blood in the drive line tubing. As a result, the console was swapped out. There was no report of patient complications, serious injury or death.